Event description:
Procedure type: gastrojejunostomy. Patient sex: unknown. According to the reporter, the instrument was fired, but the staples were malformed and post-operative bleeding occurred. Reportedly, a second operation was performed using suture.